Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that a pump displayed the error message "ER 07". The event occurred during a routine check. No harm to any person was reported. According to the service manual of the hl 20 the error message "ER 07" indicated that the +5v- supply voltage test failed. This failure can cause an unintentional pump. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a pump displayed the error message "ER 07". The event occurred during a routine check. No harm to any person was reported. According to the service manual of the hl 20 the error message "ER 07" indicated that the +5v- supply voltage test failed. This failure can cause an unintentional pump. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation and repair on 2024-10-07. The reported failure could not be reproduced. However the reported failure could be linked to the following most probable root cause according to the hl20 risk assessment file: "(total) fail of or too low external/internal mains power supply because of e.g.: - wrong external supply voltage (overvoltage, under voltage, negative voltage) - defective fuse - failure of internal parts of ac/dc line voltage furthermore the fst identified during service visit, that the wearing parts (batteries and belts) need to be replaced. However the customer does not want to repair those parts at the moment. The review of the non-conformities has been performed on 2024-10-22 for the period of 2014-04-04 to 2024-10-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-04-04. Based on the results the reported failure "error message ER 07 (+5v test failed)" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).